Manufacturer narrative:
(B)(4). The device was returned for analysis. The rotablator burr was returned, there was no advancer returned. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The sheath was noted to be damaged. An attempt was made to functionally wet test using a test rotablator advancer unit. It was noted that water was leaking from the sheath of the device due to a split noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. The dfu states that ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve.¿ (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the rotalink plus shaft was stretched. A 1.75mm rotalink plus was selected for use. During the procedure, the physician was unable to remove the device under dynaglide. The physician removed everything from the patient as a unit. At this time it was noted the rotalink plus shaft was stretched. The procedure was completed with another burr of the same size. No patient complications were reported. However, device analysis revealed that the catheter shaft was split.